Event description:
Same case as 6000093-2006-02673. It was reported by a consumer "about one month ago he had another heart attack. The pain associated with the heart attack was the same he experienced about 1 1/2 years ago, prior to the insertion of the two te2 stents. The pain is in the left side of the upper back. He was hospitalized and is currently being treated by his physician." The pt had a taxus express2 2.50x24mm and a 2.50x16mm drug eluting stent (des) implanted in an unspecified vessel. Further info has been requested from the physician but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. The mfg records for top assembly batch 7296612 have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.